Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure within a right femoral vessel. Priming was completed. During the procedure when the device was inside the patient's body after aspiration was initiated, a message to spike saline and spike the bag displayed. Three alarm resets were performed, but the message still displayed and only 5 seconds of aspiration occurred. The fourth time the reset was attempted a message to replace thrombectomy set displayed. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.